Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arose.